Event description:
The customer contact reported the lower portion of the touchscreen is not responding to touch even after attempting service mode calibration and thoroughly cleaning front bezel. There were no reports or any adverse pt events and not reported delays of critical therapies while the device was in clinical use. Though requested no additional info provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.